Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no approximate event date was provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported via user medwatch (B)(4) that shaft break occurred. The target lesion was located in the coronary artery. A 4.00mm x 15mm emerge? Balloon catheter was introduced and initially deployed. However, upon loading of the device onto the guidewire, the catheter shaft snapped in half. The device was removed intact and the procedure was completed. No patient complications were reported.